Manufacturer narrative:
Result of investigation: h10: a vyaire field service representative(fsr) evaluated the device onsite and confirmed unit showed "loss of air" error. Swapped 02 cell with other units 02 cell. Changed air inlet fitting with a brand new one. Performed extended system test and operational verification procedure, no error's and unit works within spec via avea service manual.

Event description:
It was reported to vyaire medical that the avea ventilator is giving loss of gas alarm. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.